Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead exhibited high impedance with noise seen between the rv tip and ring. An rv lead impedance trend was also noted with a possible lead fracture. However, upon re-test the rv lead values were seen as stable. The rv lead was extracted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).